Event description:
It was reported that this pacemaker exhibited pacemaker mediated tachycardia (pmt) with suspected asystole. Device data was sent to rhythmcare for review. Data review determined the device also exhibited t-wave oversensing with fusion beats prior to the recorded pmt episode. This device remains in service. No adverse patient effects were reported.